Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00849.

Event description:
On (B)(6) 2020, the patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a neuron max 6f 088 long sheath (neuron max), a neuron select catheter 6f, a penumbra system jetd reperfusion catheter (jetd) and a velocity delivery microcatheter (velocity) and a non-penumbra sheath. During the procedure, the physician placed a sheath with the neuron max and 6f select. Then, the physician advanced the jetd over the velocity through the neuron max and experienced resistance at the distal end of the neuron max; therefore, the entire system was removed. After the removal of the entire system, it was noticed that the neuron max was kinked. The procedure was completed using a new penumbra system ace 60 reperfusion catheter (ace60), a new neuron max, and the same velocity. There was no report of an adverse effect to the patient. On (B)(6) 2020, a post-procedure imaging was performed, and it indicated that there was an unknown item remaining in the patient¿s brain. It was reported that the item had broken off and migrated into the open m2 segment of the mca due to the other branch of m2 being occluded. No intervention was performed. Patient¿s status unknown.